Event description:
It was observed that during the device inspection, the small intestinal videoscope exhibited foreign material at channel tube distal tip and the distal sheath. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected fields: d9.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. It was confirmed that there was no deviation from instructions for use (IFU) in reprocessing steps and the foreign material residue point was free from deformation. The root cause of the foreign material remaining in the subject device was unable to be specified. The instruction manual states the detection method associated with the event in "instructions for sif-h290s, operation manual, chapter 3 ¿preparation and inspection¿, and preventative measures in "instructions for gif/cf/pcf/sif-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the small intestinal videoscope exhibited foreign material at the bending section cover.